Event description:
It was reported that the patient was experiencing frequent and extended ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was disposed per facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 6 months ago the date the manufacturer became aware of the event.